Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose at time of incident was 541 mg/dl. Customer was unable to troubleshoot because buttons were not functioning. Customer was advised that pump will be replaced due to keypad anomaly. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 205 mg/dl. Customer was advised at this time displacement test and manual prime were successful and moto alarm did not recur. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 541 mg/dl. The customer was treated for high blood glucose with pump.